Manufacturer narrative:
The device has been returned to the manufacturer for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the navigated instruments were unable to be recognized by the enlite system. There was a delay of 45 minutes while troubleshooting was attempted. The navigation portion of the procedure was eventually aborted. The procedure was successfully completed without the use of navigation.